Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reports 2 months after the dental implant and bridge were placed in ada site 29 in type ii bone, the implant had not achieved osseointegration. The bridge was cracked in half. Clinician reports occlusal trauma and insufficient oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports 2 months after the dental implant and bridge were placed in ada site 29 in type ii bone, the implant had not achieved osseointegration. The bridge was cracked in half. Clinician reports occlusal trauma and insufficient oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported complications.